Event description:
The ceramic tip of electrode was reported to have broken off and may have fallen into the joint space. All pieces recovered and the case was successfully completed.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factor that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the patient and there were no patient consequences. However if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.